Event description:
On 8/16/96 contact person called the cin directly and stated the surgeon had used the skin stapler to afflix mesh during a hernia repair. Approximately three hours post-op, the patient's scrotum was enlarged and the patient was returned to the or holding area for observation for questionable bleeding. The patient reportedly did not require any treatment, however, and the swelling resolved. Tsb 8/21/96 was able to talk to the or nurse, regarding this case, dr elected to use the skin stapler for attachment of mesh during a hernia repair, despite the fact that he was well that this was contrary to the labeling. 8/21/96 the patient sustained some bleeding post operatively and was observed in the recovery room. Reexploration was not carried out. Attempted to reach dr and have not made contact. 8/26/96 1535 spoke to contact in safety who referred me to contact in bio-med. And she said another person will call back. Tkb

Manufacturer narrative:
A1,2,3,4;b6,7;d10: information unavailable: d5,6;h4: information unavailable, device not returned for analysis.